Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had over delivery and had experienced high blood glucose. The customer¿s blood glucose level was 70 mg/dl and 182 mg/dl. The customer¿s blood glucose level was over 600 mg/dl at time of incident and current blood glucose level was over 600 mg/dl. The customer had symptoms such as dry mouth. The customer declined troubleshoot for high and low blood glucose. The insulin pump will be returned for analysis.